Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damage almost across its entire length. The first three proximal rows showed no damage, the middle part of the stent was stretched with struts slightly raised and the most severe damage was noted on the distal side where the struts were distorted and bunched together. The stent moved distally on the balloon over the markerband and onto the bumper tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed proximal part of the balloon wall indicating overall crimp contact between the coated stent and balloon. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. However the stent could not be fully deployed due to the damage it received during procedure and the fact that is moved distally on the bumper tip. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-may-2016. It was reported that the stent failed to deploy. The tight, 12x2.25mm target lesion was located in the mildly tortuous left circumflex (lcx) artery. Following pre-dilatation with a 1.5x8 emerge balloon catheter, a 2.50x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, after correct positioning prior to deployment, the stent would not open when inflated. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage and movement on balloon.